Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000542940 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that there was intermittent power going to vasoview hemopro 2 prior the procedure. Troubleshooting involved trying a new cord and then a new device. The pre-cautery test was performed. A new device was used to complete the procedure. There was no delay. There was no patient harm. It is unknown whether the beeping sound was heard. The device never timed out. It was intermittent. Power setting at 3.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.